Event description:
The tip of the cardan screwdriver broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event of tip breakage. A preliminary risk assessment was conducted to assess the potential for patient harm. Please see pra-103139360 for this analysis. The pra team determined that there had been no increase in patient harm and that the severity and occurrence of the various failure modes resulted in broadly acceptable risks. Thus, no action was to be taken regarding cold-welding or stripping failures on codes 227449000, 227463000, 227447000, 227448000. However, because of the potential for various harms of higher severity, and to attempt to improve customer satisfaction, the fracture failures for codes 227449000, 227463000, 227408000, 211113000 will be further investigated within a preventative CAPA (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.